Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the customer alleged that the pump¿s bolus feature was not working appropriately; however, this could not be confirmed. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.